Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the snake wrist cover torn. There was a large portion of the wrist cover missing. Visual inspection displayed signs of missing material that was not returned with the instrument. The complaint was confirmed based on failure analysis. The probable root cause can be attributed partially or wholly by the user of the device including sample handling.

Event description:
It was reported that during a training/demo of the da vinci system the sureform 45 stapler had a damaged grip rubber, preventing use. There was no report of patient involvement.